Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported distorted images and that the system did not emit x-rays. There is no report of injury or death associated with the event described in this complaint.